Event description:
A peritoneal dialysis (pd) patient on continuous cycling peritoneal dialysis (ccpd) for renal replacement therapy (rrt) contacted technical support for assistance and during a follow up call with the peritoneal dialysis registered nurse (pdrn), the pdrn reported the patient was hospitalized with peritonitis and was admitted on (B)(6) 2023. Upon follow up, the pdrn stated the patient was having symptoms of abdominal pain and cloudy pd effluent. As a result, the patient went to the hospital on (B)(6) 2023 and was admitted. During hospitalization, the patient had a pd culture obtained. Although the nurse did not have the pd culture results, the nurse stated the patient was diagnosed and treated for peritonitis. The patient received unknown antibiotic therapy and continued pd treatment in the hospital. The pdrn stated the patient was discharged on an unknown date to a rehabilitation center. The pdrn provided that the patient did not have any fluid leaks or any issues with fresenius products in relation to the event. The pdrn stated there was breach in aseptic technique during the pd exchange as the patient is blind and is assisted with pd therapy.